Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The event was reported to have occurred on (B)(6) 2016, however the event log downloaded from the returned pcu only contains information starting from (B)(6) 2016. The reported event cannot be investigated. The pump module was received in overall fair condition. Functional testing found the pump module to be delivering fluid within specification. The mechanism assembly was found to be assembled correctly and in good working condition and all possible replacement parts were observed to be carefusion parts. The root cause of an overinfusion was not identified.

Event description:
The customer reported that a 500 ml bag with heparin, concentration not provided, was programmed to infuse at 16.8 ml/hr, to run over 29 hours if unadjusted and administered to completion. Upon transfer to a telemetry unit, the receiving nurse identified the 500 ml bag had almost completely infused within two hours of the initial IV set up. The infusion was stopped and nursing and pharmacy verified the pump's programmed rate as correct. The patient's heparin level was closely monitored; the infusion was restarted the next day and there was no patient harm.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion of heparin without any details. Although requested, additional event and patient information has not been provided. There is no report of patient harm.

Manufacturer narrative:
This file was determined to be a duplicate. Please reference internal file number (B)(4) / manufacturer report number 2016493-2016-00358 for MDR reporting